Event description:
It was reported that during a hand assisted lap colon procedure, the device had an incomplete staple line. It did cut but did not staple at the proximal end of the staple line. Two different reloads were used and the same thing happened. They completed the case with a new like device with no pt consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one device was rec'd with no visual non-conformances and with a cartridge present. The cartridge was rec'd partially fired. The device was tested for functionality with a test cartridge and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle and it opened and closed without any difficulties noted. It should be noted that if the firing cycle is interrupted or advanced accidentally and the device is opened; if reinitiating of firing is resumed, the instrument will lock out. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.